Event description:
A facility reported head swelling at the part of burr of a hakim valve (unknown ID). No additional information has been provided.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Corrected fields: b1, h6/f10 (medical device problem). Additional information received: - reaction onset: july 2023. - describe reactions: 1. Head swelling, swelling face - (B)(6) 2023. 2. Device blockage, device occlusion. - other relevant history: shunt surgery - (B)(6) 2023. - codman hakim programmable valve - use for unknown indication.

Event description:
N/a.

Manufacturer narrative:
The hakim valve (ID 823113) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.